Event description:
A physician reported that during a surgery high intraocular pressure was observed with an ophthalmic gas. The event as resolved after medical treatment.

Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00032. All future reports will be submitted under mfg report num reflected in this report. The investigation results are pending. This file will be reopened and addressed when the information has been received. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).